Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and was addressed with manual injections. Reportedly, the customer alleged that the pump caused the elevated bg event; however, specific cause was not clarified. Upon follow up, the healthcare provider indicated that bg level had stabilized while using the pump; however, customer's spouse did not want the customer to continue using the pump. No additional information was provided.